Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the catheter was placed on (B)(6) 2016 into the right upper arm in the basilic vein of a (B)(6) female patient. An ultrasound was performed on (B)(6) 2016 for a suspected thrombosis. The ultrasound showed occlusive thrombus is visible around the PICC in the right basilic vein. No right upper extremity deep vein thrombosis with occlusion of the cephalic and basilic veins and non-occlusive thrombosis in the axillary and subclavian veins. As a result, the catheter was removed on (B)(6) 2016 and a new one placed in the left upper extremity.